Event description:
On january 6, 1992, at 10:10 p.m., a datascope system 90 intra-aortic balloon pump failed while in use. The alarm rang. "Systems failure", and "pneumatic drive" failure. The pump was noted to have stopped pumping. Immediately, bio-med was notified as was the nursing supervisor, clinical director, and physician. The patient was placed on another pump. Bio-med director found cooling fan malfunction. The fan was replaced and calibration was performed as to the manufacturer's specifications. Calibration failed. Datascope rep. Was notified and inspected pump january 8, 1992. A faulty regulator was found and replaced. The pump was placed back in use january 9, 1992. No injury was noted to the patientdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, electrical tests performed, mechanical tests performed. Results of evaluation: component failure, electrical problem, end of life - premature, failure to cycle. Conclusion: device failure directly caused event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.